Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported inflammation in an eye 5 days following an intraocular lens (iol) implant procedure. The patient was treated with steroids. The lens remains implanted. Additional information has been requested.